Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer received a notification regarding a recall letter that included a list of affected lot numbers and "they identified that two of their libre 3 sensors matched the affected lots". There was no alleged adc product issue associated with this report. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of third-party treatment due to this issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. This is 1 of 3 MDR submission as mw5180677 is associated with medwatch # mw5180678, mw5180679. All pertinent information available to abbott diabetes care has been submitted.